Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed a skin reaction that consisted of itching, burning, rash and redness that extended beyond the patch perimeter. The patient´s parents consulted a health care professional on (B)(6) 2022 prescribed the patient oral antibiotics (clarithromycin). A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could no t be determined. No additional event or patient information is available.